Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit alarmed unexpected restart after battery change due to faulty interface board. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming an unexpected alarm. The customer stated it had been the 4th time since the night before the call. The customer kept having to put his information. The customer¿s blood glucose level was 345 mg/dl. The customer also had a blood glucose level of 412 mg/dl. The customer treated their high blood glucose with a manual injection. Troubleshooting was performed. The insulin pump was not stored or not in use for an extended period of time. The alarm did not occur shortly after inserting a new battery. The device will be returned for analysis.